Event description:
Hamilton medical ag received the following incident description: the device reported the cuff pressure controller as defective via the tf8914.

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: in future hamilton medical ag will report an event similar to this issue if it were to recur during the use with a patient as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective cuff pressure controller board. In consequence (correction) the cuff pressure controller board was replaced. There was no patient or user harm. Note: this device was produced before 2015. No UDI available.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the device reported the cuff pressure controller as defective via the tf8914.